Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels in the range of 30 to 40 mg/dl. Customer's blood glucose level was 120 mg/dl at the time of call. Customer stated that the insulin pump was shut off. The insulin pump will not be returned for analysis.